Manufacturer narrative:
Findings: unit received with partial white flashing screen with horizontal lines across screen due to broken and bleeding lcd glass. Unable to perform functional test due to display anomaly. Unit received with minor scratched lcd window and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped and the screen was blank. The customer's blood glucose was 73 mg/dl at the time of incident. The customer stated that the screen was all white and was unable to be seen at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.